Event description:
Lumbar drain was attempted to be inserted. Upon removal of lumbar drain, tip was noted to not be intact. The lumbar drain tip retained in epidural space requiring urgent laminectomy.